Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the peripheral interventional procedure, it was not possible to release the omnilink elite stent. The balloon did not expand to deploy it. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
The stent delivery system (sds) was not returned, only the stent implant was returned. A visual inspection was performed on the returned stent. The reported activation failure including expansion failures could not be tested due to the condition of the returned stent and non-return of the sds. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.